Manufacturer narrative:
An event of a valve not parachuting well into the annulus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated he patient had a hypertrophied septum and heavy calcification on the annulus which could have contributed to the reported event. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 21mm sjm regent heart valve was chosen for implant during an aortic valve replacement. Sizing was conducted using a sjm 905 sizer. A larger 21mm valve was chosen due to sizing concern. The valve was attempted to be implanted, but the valve did not parachute well into the annulus using pledgets. The patient had a hypertrophied septum and heavy calcification on the annulus. The position of the sewing cuff was supra-annular. The physician believed that the valve was unable to parachute in well due to subvalvular tissue. The valve was removed and replaced with a 19mm sjm regent heart valve. No adverse patient effects were reported. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 21mm sjm regent heart valve was chosen for implant during an aortic valve replacement. Sizing was conducted using a sjm 905 sizer. The valve was attempted to be implanted, but the valve did not parachute well into the annulus using pledgets. The patient had a hypertrophied septum and heavy calcification on the annulus. The position of the sewing cuff was supra-annular. The physician believed that the valve was unable to parachute in well due to subvalvular tissue. The valve was removed and replaced with a 19mm sjm regent heart valve. The patient status was reported as stable.